Manufacturer narrative:
The meter was received and evaluated by qa. It was confirmed to have a cracked display and segments were missing in all positions.

Manufacturer narrative:
The initial reporter information was not provided.

Event description:
The advocate stated the customer's meter was missing segments and the customer was unaware of it. No adverse events were alleged. Segments a, b, c, d, e, f and g appeared to be missing from the units, tens and hundred's positions. The time/date area was missing segments as well. The meter was replaced and the customer is expected to return his meter for evaluation.

Manufacturer narrative:
The initial reporter information was not provided.